Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer remoted into the device and confirmed that no failures were found. The system functioned as intended after the field service engineer inspected the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failed and was not detected on the bus. The customer stated that this malfunction caused a delay in medication administration. There were no adverse events or injuries reported based on this incident.